Event description:
According to the reporter: idrive ultra could not recognize egia60amt. Tried to re-assemble the body and adapter several times. After trying it several times, reload was finally recognized, so the operator tried to test idrive by pressing close button. However, the reload did not open when the opening button was pressed. Issue detected during preparation. No patient involvement.

Manufacturer narrative:
(B)(4).